Event description:
The customer reported in a revision procedure, this right ventricular lead was surgically abandoned and replaced by a new lead. This lead exhibited low sensing, low impedance and increased threshold measurements. No adverse pt effects were reported. The lead was actively implanted for approximately 14 years, 6 months.

Manufacturer narrative:
The lead was surgically abandoned, therefore, it will not be returned for analysis. As a result, the report allegation cannot be confirmed. No adverse pt effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.